Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump has cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm while changing out the infusion set. Customer's blood glucose was 13.2 mmol/l. The customer could not recall any significant events leading to the alarm. Customer also stated they also received a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.